Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. Manufacturer narrative: the device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic hysterectomy on 10jun24 and ¿I was just in a robotic hysterectomy and the ballon on the end of c-care came detached. The doctor said placement was easy, we only saw the tip had broken after v care was taken out and the balloon tip was still inside patient.¿. Per further assessment it was found that "the balloon tip of the v-care was disconnected from the rest of the device when they removed it. They retrieved and removed it with forceps after. There was no negative effect on the patient. There was no additional medical intervention, no extended stay and the patient is fine.". The procedure was completed without a delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic hysterectomy on 10jun24 and ¿I was just in a robotic hysterectomy and the ballon on the end of c-care came detached. The doctor said placement was easy, we only saw the tip had broken after v care was taken out and the balloon tip was still inside patient.¿. Per further assessment it was found that "the balloon tip of the v-care was disconnected from the rest of the device when they removed it. They retrieved and removed it with forceps after. There was no negative effect on the patient. There was no additional medical intervention, no extended stay and the patient is fine.". The procedure was completed without a delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.